Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed on july 21, 1998. Approx seven months post-procedure, the pt returned with a vaginal wound infection and bleeding. The sling was removed on march 9, 1999 without incident. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use state as potential complications: "infection is a potential complication of any surgical procedure. Aseptic technique must be adhered to throughout the procedure."